Event description:
Authorized distributor in (B)(4) reports that a vivo 60 device has indicated only working on internal battery. The vivo 60 is not marketed in the USA, but this report is being submitted to the FDA since the vivo 50 in the us is a similar model. Based on the information received, the potential risk associated with the reported event is classified as critical since the reported faults with a depleted battery will terminate treatment with a high priority alarm. Based on the information provided at this time, including limited patient information, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital.